Manufacturer narrative:
The reported event was confirmed cause unknown. Three photos were received. The first one shows an overview of the three-way catheter with sample port connector, the second photo zooms into the deflated balloon and tip and the last photo shows the catheter cap with the lot number nggy5005. Received 1 all-silicone foley catheter with sample port connector. It was attempted to inflate the balloon with 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) however a leak was immediately evidenced at the end of the tube, where this is adhered to the funnel. This is out of specification which states: "transition between the tube and the adapter must be smooth and completely adhered to the tube.". The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be end of shaft doesnt match with the mark in core pin. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warnings 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder/urethra may be injured. 2. Applicable patients patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize (3) this device contains 10 percentage povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients patients with known allergy to silver coated catheter." Correction: d,g,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the physician used the foley catheter for op in the evening, and found that it had been removed by itself early the next morning, and the sterile water had drained out. Per additional information via email from ibc on 12mar2024, it was unclear whether the balloon was damaged or not. Recently, there had been many lumen-to-lumen water leaks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the physician used the foley catheter for op in the evening and found that it had been removed by itself early the next morning, and the sterile water had drained out. Per additional information via email from ibc on 12mar2024, it was unclear whether the balloon was damaged or not. Recently, there had been many lumen-to-lumen water leaks.